Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the locating pin, inside the stat entry, which was missing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur troponin ultra results were obtained on pt samples. The results were released to the physician(s). Upon retest on an advia centaur cp system the corrected results were released. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the locating pin, inside the stat entry, which was missing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur troponin ultra results were obtained on pt samples. The results were released to the physician(s). Upon retest on an advia centaur cp system the corrected results were released. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.